Event description:
Child had tonsillectomy. While using bovie pencil to cauterize the site, distal end (non-insulated section) of pencil cauterized the area. At the same time, the proximal end (also non-insulated section) was burning, too. This caused burns to the left and right corners of the child's mouth. The child will wear a mouthpiece for the next four to six months to avoid contractures.